Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: (B)(6) healthcare. (B)(6) md. Operative report. Diagnosis: crampy abdominal pain, rule out internal hernia. Operation: videoscopic exploration, lysis of adhesions, gastrostomy. Assistant: (B)(6) r.p.a.c. Anesthesia: general endotracheal. Drains: 18 french gastrostomy tube, greater curvature of gastric remnant. Specimens: none. Findings: omental adhesions to the right upper quadrant and lower midline. There was an adhesive band from the sigmoid colon to the left mid abdomen. The small bowel was run. There were not internal hernias. The pancreaticobiliary limb was to the left of the roux limb. Indications: (B)(6) is a 63 year old woman who had a videoscopic roux-en-y gastric bypass (B)(6) 2004. She presented with episodes of crampy abdominal pain and four days of abdominal pain. She was admitted. CT scan was unremarkable. She was brought to the operating room for exploration to make sure there is no internal hernia. Procedure: ¿the patient was placed on the table in the supine position administered general anesthesia and endotracheally intubated. Her abdomen was prepped and draped as a sterile field. Incision was made at the umbilicus. The abdomen was entered. A 12 mm. Port was inserted and pneumoperitoneum was established. A 0 degree 10 mm. Scope was introduced. 5 and 12 were inserted in the patient¿s right abdomen under direct vision. Omental adhesions to the right upper quadrant were lysed until I had room to put another 12 and 5 port in on the right. I could see the roux limb. There was no omental window hernia and there was no obstruction of the roux limb. We were able to trace it all the way back down to the terminal ileum. There was no twist or internal hernia. In order to facilitate this, I lysed the omental adhesions to the lower anterior abdominal wall below the umbilicus. The pancreaticobiliary limb was identified. The jejunojejunostomy was identified. There was no internal hernia there. There was a single band that went from the sigmoid colon to the left mid abdomen. That band was lysed to make sure no bowel could wrap around it. Lastly an 18 french tube was brought in through the left abdominal wall placed in the greater curvature of the gastric remnant as a gastrostomy tube. It was held in place with a silk suture. No etiology of the abdominal pain was found. The ports were removed under direct vision and hemostasis was excellent. Pneumoperitoneum was released, and the skin incisions were closed with subcuticular sutures of 4-0 vicryl and sterile dressings were applied. The fascia in the umbilicus had been closed with 0 vicryl. The patient tolerated the procedure well.¿ (B)(6) 2008: (B)(6) healthcare. (B)(6) md. Operative report. Preoperative diagnosis: symptomatic ventral incisional hernia. Postoperative diagnosis: same with significant adhesions. Operation performed: exploratory laparotomy with adhesiolysis and repair of ventral incisional hernia with veritas *-----* [sic] material for primary closure. Assistant: (B)(6), surgical nurse practitioner, registered first assistant. Anesthesia: general endotracheal anesthesia, dr. (B)(6). Blood loss: less than 100 ml. Sponge and needle count: correct. A #10 flat jackson-pratt was left to the depths of the incision for postoperative drainage. Ancef 1 gram IV was given in a preoperative prophylactic nature. Sterile dressings were applied. Sponge and needle count were correct. She will be admitted for care in the postoperative period. Condition was stable and good. Operative note: ¿after adequate prepping and draping had been carried out and after a time out was called, the patient was ready for surgical intervention. General endotracheal anesthesia was obtained and then the midline incision was opened where the patient had been marked preoperatively. Scar was mobilized. There were dense adhesions of small bowel to the anterior abdominal wall. These were taken down sharply without any problems or enterotomies. Once this was mobilized back to the point of normal fascia, this was freed and dissection was carried out in a 360 degree fashion. Once this was done, irrigation was carried out and the bowel was packed off away the fascia. Kocher¿s were applied and then an 8 x 14 veritas hernia patch was put into place. It was tacked at the 6¿oclock position and then run occluding to secure the patch to the posterior abdominal wall. This was done under direct vision and every several stitches a tacking suture was placed. Once it was closed from 6 o¿clock to 12 o¿clock on the left side, similar tacking sutures were placed and it was run under direct vision. When it was run to the 9 o¿clock position the packing was removed. The site was inspected for any problems and none were seen and then it was closed under direct vision using tacking sutures and direct running sutures. Once it was closed it was irrigated with kantrex solution. The packs were also irrigated with kantrex and then through a separate stab incision a #10 flat jackson-pratt was placed in the right lower quadrant into the operative site for postoperative drainage. The subcutaneous tissues were then closed over the drain with a running stitch for 3-0 vicryl. The skin was reapproximated with the stapling device and a sterile dressing with xeroform, bulky gauze, and a pressure dressing were applied followed by an abdominal binder. She was awakened and extubated and taken to the post-anesthesia care unit to be monitored in the postoperative period before going to medical/surgical floor for care and treatment. Of note is the fact that the patient does have a history of vre [vancomycin-resistant enterococci] and has to be in isolation during the hospitalization.¿ (B)(6) 2009: (B)(6) healthcare. (B)(6) md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: same. Operation performed: repair of large ventral incisional hernia measuring 20 centimeters by 15 centimeters with gor-tex dual mesh repair. Assistant: (B)(6), surgical nurse practitioner and registered first assistant. Anesthesia: general endotracheal, (B)(6), crna. Blood loss: minimal. Sponge and needle count: correct. A #10 flat jackson-pratt drain was left in the incision for postoperative monitoring and drainage. She did receive antibiotics in a prophylactic nature preoperatively. Condition at completion of surgery was stable and good. Ancef 2 grams intravenous were given in a preoperative prophylactic nature. Operative note: ¿after adequate prepping and draping were carried out and after a thorough discussion of the risks and benefits of had been discussed with the patient in the office and preoperatively she was ready for surgical intervention. General endotracheal was obtained and then some local was instilled and then incision was made around the old incision. It was carried down through skin and subcutaneous tissue and a large ventral hernia was identified. Once it was freshened back to the fascial edges it was repaired with #1 prolene and tacking it proximal and distal and then medial and lateral and then reinforcing the mesh to the fascia and muscular walls with interrupted sutures of 0 and #1 prolene. One side was done first after adhesions were taken down and then second side was done and #10 flat jackson-pratt drain was placed through a separate stab incision for postoperative monitoring and drainage. She tolerated procedure well. Subcutaneous tissues were copiously irrigated with kantrex and then loosely reapproximated over a jackson-pratt drain with 2-0 vicryl. Skin was reapproximated with stapling device. Sterile dressing with xeroform, telfa, opsite and a pressure dressing and abdominal were applied and she was awakened and taken to post anesthesia care unit for postoperative care, treatment and monitoring. Condition was stable and good.¿ product identification records for the alleged ¿gor-tex dual mesh¿ were not provided. (B)(6) 2009: (B)(6) healthcare. (B)(6) md. Operative report. Preoperative diagnosis: infected mesh status post ventral incisional hernia repair. Postoperative diagnosis: same. Operation performed: removal of infected mesh, status post ventral hernia repair with primary closure and reinforcement using internal retention sutures. Assistant: (B)(6) md. Anesthesia: general, lma [laryngeal mask airway] anesthesia/mr. Kain crna. Estimated blood loss: minimal. Sponge and needle counts correct. Vancomycin 1 gm IV and ancef 1 gm IV were given in a preoperative, prophylactic nature. There was no implant. The wound was packed. Specimen infected mesh. She was taken to the postanesthesia care unit to be monitored before going to the medical surgical care for overnight convalescence and care. Condition: was stable and good. Operative note: ¿after adequate prep and drape were carried out and after time out was called and after all answers given the patient was ready for surgical intervention. General lma [laryngeal mask airway] anesthesia was obtained and then an incision was made over the wound. It was carried down through skin and subcutaneous tissue and abdomen was opened. The mesh was totally removed. The rent in the repair was then identified, freed up and closed with a permanent monofilament in 0 prolene fashion. Internal retentions were also used with 0 prolene. No other problems were encountered. No further foreign bodies were left. Copious irrigation with jet lavage using bacitracin was carried out. Subcutaneous tissue were reapproximated over a drain and the wound was packed with iodoform beneath a stapled repair. The umbilicus was left in place. It was not removed. No other problems were encountered. She tolerated the procedure well. A bulky dressing and abdominal binder were applied. Full instructions were given. She was awakened, extubated and taken to the postanesthesia care unit where she will be monitored before going to medical surgical floor to be monitored overnight and planned discharge in 23 hour. Condition was stable and good.¿ (B)(6) 2009: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2009 procedure was not provided.] (B)(6) 2010: (B)(6) healthcare. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incarcerated incisional hernia. Postoperative diagnosis: recurrent incarcerated incisional hernia. Indications for procedure: the patient to [sic] 69-year-old woman who has a symptomatic incarcerated incisional recurrent hernia, who now presents for surgical repair. Assistant: none. Anesthesia: general endotracheal tube. Procedure: diagnostic laparoscopy. Open incisional hernia repair. Implantation of prosthetic mesh. Extensive adhesiolysis. Operation: ¿after all risks, benefits and alternatives including the need for and open procedure were again explained to the patient, informed consent was obtained. The patient was brought to the operating room where time out was performed. She was then placed on the operating room table in a comfortable supine position with all pressure points padded, her left arm tucked at her side, her right arm abducted on an arm board. Her abdomen was prepped and draped in the usual sterile fashion including the use of an ioban drape. A left upper quadrant incision was made using an optiview technique. The abdomen was entered. It became clear that there was no open space in the abdomen. Despite approximately a half hour of inspection and gentle dissection, and open working space could not be ascertained or created. Therefore, decision was made to abort the diagnostic laparoscopy and convert to open hernia repair. Going through a previous midline incision, the incision was carried down through to the hernia sac and dissected back to the fascia. The fascia was incised. Two small flaps were created. More than 3-4 centimeters was cleared with lysis of adhesions. Approximately an hour of adhesiolysis was required to get back on the fascia. Once this was done, a 25 x 28 oval piece of proceed mesh was placed. This was tacked at 12, 3, 6 ad 9 with 0 pds sutures. It lay flat and uncomfortable. It was in the abdomen. The previously created fascial flaps were then closed in the midline with a 0 prolene suture. Skin incisions were then closed using skin staples. Clean dry dressings were placed. The patient was stable throughout and brought to recovery in stable condition. All instrument, needle and sponge counts correct on two occasions. There no complications.¿ (B)(6) 2010: (B)(6) facility. Nursing intraop record. Implant record. Mesh proceed 20 x 25 cm oval. (B)(6) 2013: (B)(6) healthcare. (B)(6) md. Operative report. Preoperative diagnosis: nonhealing wound with exposed mesh, anterior abdominal wall status post multiple hernia repairs. Postoperative diagnosis: the same with adhesions. Operation performed: wide excision of open wound with removal of exposed proceed mesh with extensive enterolysis greater than one hour with repair of small bowel enterotomy attached to mesh with revision of scar and repair of ventral hernia. Anesthesia: general endotracheal anesthesia ¿ (B)(6) crna. Blood loss: minimal. Sponge and needle count: correct. Drains: no drains were left. Complications: there were no complications other than the enterotomy in the small bowel which was attached to the mesh. Specimen: removed mesh. Findings at surgery: the adhesions and exposed mesh and nonhealing wound. Antibiotics in the form of vancomycin 1 gram IV and invanz 1 gram im were given in a preoperative treatment modality because of the exposed mesh. Operative note: ¿after adequate prep and drape had been carried out and after a time-out was called and all questions answered, the patient was ready for surgical intervention. Antibiotics were given. The patient was prepped and draped. Bi-drape was put into place, and general endotracheal anesthesia was obtained. A foley catheter was placed. At this point in time an incision around the open area was carried out and carried down through to the mesh. The defect was 5 cms. Open. The mesh underneath was quite large and needed to be removed and measured a significant number of centimeters. All gross mesh was removed. Extensive adhesiolysis was carried out with the small bowel. There was one area where it was intricately involved with the small bowel, and this had to be repaired. This was done in a transverse fashion to decrease the stenosis of the small bowel which was believed to be jejunum. Irrigation was carried out. She did receive preoperative antibiotics in the form of invanz and vancomycin. No problems were encountered. The bowel repair was carried out with a canal stitch of 3-0 vicryl, and it was reinforced on the serosa with vicryl because of foreign body and the worry of contamination and postoperative issues was made. After this was carried out, the area was copiously irrigated with antibiotic irrigation in the form of bactracin and then closed. The flaps were developed. The midline was re-approximated with a running no. 1 loop pds and internal retentions in the form of 0 prolene. Multiple sutures were used. The skin was re-approximated with a stapling device. Sterile dressings were applied. No drains were left. She tolerated it well and was awakened, extubated, and taken to post anesthesia care unit. Due to the enterotomy she will be admitted for care, treatment, and disposition with close and serial following of the patient¿s progress. The mesh that was exposed was proceed mesh that was removed. Extensive enterolysis was carried out on the small bowel to mobilize the small bowel and allow for the enterotomy to be repaired. Scar was revised and closed primarily. No other problems were encountered. She tolerated the procedure well.¿ (B)(6) 2013: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2013 procedure was not provided.] (B)(6) 2013: [missing records: records for the CT scan showing ¿the leak¿ were not provided.] (B)(6) 2013: (B)(6) healthcare. (B)(6) md. Operative report. Preoperative diagnosis: small bowel leak status post removal of infected abdominal hernia mesh with soilage and uncontrolled fistula. Postoperative diagnosis: same secondary to small jejunal leakage site. Operation performed: exploratory laparotomy with externalization of the fistula via a #18 french red rubber tube and placement of multiple drains and jet lavage with 3000 ml of saline containing bacitracin 50,000 units. Condition: fair at the completion of surgery. The patient is on zosyn and fluconazole preoperatively. She tolerated the procedure well. Two 19 french round channel drains were left to the depth of the incision for postoperative drainage. A #18 french red rubber tube was placed into the jejunal defect and then tacked along the anterior portion of the fascia and peritoneum for closure to minimize the drainage and secure the drain. She tolerated the procedure well, was taken to postanesthesia care unit to be monitored before going back to her room, room 173 on 1 east on the medical/surgical floor. Operative note: ¿after adequate prepping and draping had been carried out and after thorough discussion of the risks and benefits and the nature of the disease were discussed, the patient was ready for surgical intervention. She had a CT (computed tomography) scan which confirmed the leak on the day of surgery. The patient underwent surgical intervention on (B)(6) 2013 and was having a smooth course until she developed a fever, ultimately she developed a leak and had a small bowel enterostomy close primarily. At this point in time, once the antibiotics were given and timeout called, general endotracheal anesthesia was obtained. The wound was opened and there was drainage from the wound. It was widely debrided of non-viable tissue and then irrigation was carried out to take care of any of the soilage including that of the oral contrast that was used to document the leak. After this was done there was a significant peel in the wound overlying the bowel which made dissection impossible. The leakage point was identified and it measured approximately 1 centimeter in diameter. A red rubber tube of an 18 french size was introduced from a separate stab incision in the right lower quadrant and passed for approximately 10 centimeters without any difficulty into the lumen. The bowel was then tacked to the anterior abdominal wall with interrupted 0 vicryl, multiple sutures were used. At this point in time the red rubber tube was secured so it could not be removed with a 3-0 silk. Further irrigation was carried out and the channel drains were placed. No other dissection was done. Then the subcutaneous tissues were re-approximated with interrupted 0 vicryl in a continuous fashion from above and below. The skin was re-approximated in a mattress fashion using 3-0 nylon and 1/4 inch penrose drain was also placed to the wound to prevent infection. A bulky dressing with xeroform gauze and abdominal dressing were applied. The patient was awakened and taken to the post-anesthesia care unit to be monitored in the postoperative period, there is a diagram on the chart. No other problems were encountered. She tolerated the procedure well due to her prolonged hospitalization. She is in fair condition. She is on tpn (total parental nutrition) and consideration of octreotide is to be considered. Patient is on broad spectrum antibiotics in the form of zosyn and is also on fluconazole.¿ (B)(6) 2013: (B)(6) healthcare. (B)(6) md. Operative report. Preoperative diagnosis: abdominal cellulitis. Postoperative diagnosis: same. Operation performed: incision and drainage of abdominal wound abscess with debridement and jet lavage and placement of drain. Assistant: (B)(6), surgical nurse practitioner, registered first assistant. Anesthesia: regional IV sedation; ms. (B)(6)?, [sic] crna. Estimated blood loss: minimal. Sponge and needle count are correct. The patient was on antibiotics preoperatively in a treatment modality. Cultures were taken. A small drain was left in place. The patient tolerate the procedure well. Jet lavage was carried out intraoperatively and a bulky dressing was applied followed by and abdominal binder. Operative note: ¿after adequate prep and drape were carried out and after time-out was called and the most recent antibiotic given in treatment modality, the patient was ready for surgical intervention. She was sedated and then was scrubbed and prepped and draped and readied for surgical intervention. Once this was done, a regional block was obtained using local which was infiltrated in a regional block around the site, first with xylocaine 1% with bicarbonate and then with marcaine. Incision was made over the fluctuant area and carried down through skin and subcutaneous tissue. It was opened along the site. Inspection for any foreign bodies was carried out. None were found. Cultures were taken and then jet lavage using bacitracin irrigation was carried out with 1 liter of irrigation. Once this was done, any debris was debrided and then a little jackson-pratt drain was inserted through a separate stab incision for drainage. Subcutaneous tissues were closed over the drain with a 2-0 and 3-0 vicryl. Skin was reapproximated using a stapling device. Xeroform, bulky dressing and an abdominal binder were applied. The drain was secured with 3-0 silk and put to suction. She tolerated the procedure well and was taken to post anesthesia care unit to be monitored before going back to the floor for postoperative care and treatment. She tolerated the procedure well. Cultures are pending. Sponge and needle count were correct.¿ (B)(6) 2013: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2013 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated method code 1 and results code 1 as valid lot# provided. H6: updated method code 2 and results code 2 as valid lot# provided. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2008: (B)(6) healthcare. Intraoperative notes. Implant record. Asa 2. Ventral hernia repair with veritas collagen matrix, lysis of adhesions. Veritas collagen matrix. On (B)(6) 2009: (B)(6) healthcare. Intraop record. Implant record. Wound class: 1 - clean. Asa 2. Preop diagnosis: ventral hernia. Procedure: herniorrhaphy ventral, ventral hernia repair with mesh. Weight 150 lbs. Implants: mesh dual 10 x 15mm. Manufacture: w.l. Gore. Quantity: 1. Size: 10x15. Body site: ventral hernia. Serial #: (B)(6). Lot #: 05798547. Expiration date: 01/31/2011. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/05798547) was implanted during the procedure. On (B)(6) 2009: (B)(6) healthcare. Intraop record. Asa 2. Preop diagnosis: abdominal hernia. Procedure: removal of mesh and closure of abdominal wall hernia. Weight 156 lbs. Dressings: saline soaked vaginal packing in abdominal wound ¿ wicked to outside on either end of incision. Specimens: mesh for gross ID only. Wound class: ii ¿ clean contaminated. On (B)(6) 2009: (B)(6) laboratories, inc. (B)(6), md. Pathology record. Case no: (B)(4). Final diagnosis: mesh from umbilical hernia repair: specimen consistent with mesh for gross identification only. Gross description: the specimen is received in formalin, labeled mesh and consists of a hemorrhagic, tan, yellow, portion of material that is 14 x 7 x 0.2 cm. No soft tissue is attached. No sections are submitted. Clinical data: removal of mesh umbilical hernia. Specimen submitted: foreign body, mesh for gross ID only. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05798547. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the unknown gore device instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the unknown gore device instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral, incisional hernia repair on (B)(6) 2009, whereby an unknown gore device was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the unknown gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, infected mesh, mesh removal, additional surgery. Additional event specific information was not provided.